Event description:
A pt reported they were hospitalized due to their meter allegedly only prompting "clean test area" message and an undefined issue. There was no result on their meter. The result at the hospital was in the "400 to 500's". Treatment was medication for diabetes. No further info has been reported.